Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment, and patient¿s outcome were not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient stopped pd therapy and started hemodialysis. No additional information is available.